Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the an unspecified touchscreen/software issue. The device was returned to the biomedical department with a report during programming the device had an unspecified touchscreen/software issue. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.